Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm, which occurred on the homechoice (hc) during use, during drain 12 of 12. The baxter technical service representative (tsr) cycled power and cleared and explained the alarms. The caller would disconnect the patient and discard the supplies. The caller said the home patient (hp) somehow became disconnected and the hp was a baby. The ultra filtration (uf) was 144ml. The caller would call the registered nurse (rn) per the hp becoming disconnected and reconnecting and about the air detect alarm. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. This issue is being investigated through CAPA.